Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, pump error 53 alarm, failed battery test alarm, and cosmetic damage (damaged pump) found on (B)(6) 2021. Device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. In further full review in the pump history found failed battery test alarm on the event date of (B)(6) 2021 at 06:52:32, 06:52:36, 06:53:03, 06:55:12, 06:55:34, 06:56:07, 06:56:32, 06:56:58, 06:57:06, 06:57:14, 06:57:16, 06:57:39, 06:57:54, 06:58:30, 07:00:53, 07:01:01, 07:01:17, 07:01:25, 07:02:03, 07:02:28, 07:02:55, 07:12:00, 08:00:45, 08:01:01, 08:01:26, 08:02:54, 08:03:10, 08:03:18, 08:06:54, 08:06:57, 08:07:06, 08:07:22, 08:08:15, 08:09:38, 08:10:00, 08:25:30, 08:25:47, 08:27:18, 08:27:28, 08:32:25, 08:32:30, 08:32:55, 08:33:15, 08:33:33, 08:33:46, 08:34:09, 08:34:24, 08:34:33, 08:34:41; also, found: low battery alarm on (B)(6) 2021 at 16:25:00, on (B)(6) 2021 at 07:00:00, 07:57:00, insert battery alarm on (B)(6) 2021 at 06:52:36, 06:53:19, 06:56:07, 06:56:07, 06:57:06, 06:57:16, 07:00:53, 07:01:17, 07:02:03, 07:58:33, 08:03:10, 08:06:57, 08:13:24, 08:13:24, 08:23:00, 08:25:54, 08:27:46, 08:32:30, 08:32:30, 08:34:33. Power loss alarm on (B)(6) 2021 at 08:34:58, replace battery now alarm on (B)(6) 2021 at 02:27:00, 02:37:00, replace battery alarm on (B)(6) 2021 at 01:56:00 ,02:06:00, no unexpected failed battery test, low battery, insert battery, power loss, replace battery, and replace battery now alarms during testing. No pump error 53 alarms noted during testing, however, pump error 53 (file #:(B)(4), line #: 5632) confirmed in the history file on (B)(6) 2021 at 06:53:00, 06:55:31, 06:56:29, 06:56:55, 06:57:11, 06:57:36, 07:02:25, 08:01:23, and 08:32:52 due to a software error. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay, faded serial number label, cracked case above arrow and battery icon, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (damaged pump) was confirmed during visual inspection where pillowing keypad overlay, faded serial number label, cracked case above arrow and battery icon, and cracked keypad overlay was noted. Customer alleged for failed battery test alarm was confirmed. Customer allegation of blank display was not confirmed. Pump error 53 alarm confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received failed battery alert and insulin pump was not turning on. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer also received software error detected error alarm. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.